Event description:
The rptr stated that an overdelivery occurred possibly due to misprogramming. Tpn was to be delivered at 19.7 or 19.2 ml/hr. It was noted that the fluid was almost completely infused long before scheduled. When the pump was checked, the rate indicated 119.7 or 119.2 ml/hr. The pt required resuscitation and meds as a result of this event. Pt condition was improving.